Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was part of a system explant due to thrombus on the lead. Patient was being administered with intravenous antibiotics. Additional information received which indicated that this lead was explanted due to other non-product experience. No additional adverse patient effects were reported.